Event description:
It was reported that the surgeon inserted a competitor's lens using the mtc-60cfp cartridge and the lens was torn during insertion. The lens was removed and another iol was successfully implanted without pt incident.

Manufacturer narrative:
Method: results: a lot order search was performed on the cartridge and there was one similar complaint found.